Event description:
It was reported via repair work order that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the scale was inaccurate. Follow-up submitted as further investigation determined this was due to a damaged footboard module.

Event description:
It was reported via repair work order that the scale was inaccurate due to a damaged footboard module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.